Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2007; product ID 5554-53 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented for a periodic follow up visit. It was found that the ventricular lead had an apparent fracture. There was also oversensing and an "impedance anomaly" discovered. The lead will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented for a periodic follow up visit. It was found that the ventricular lead had an apparent fr acture. There was also oversensing and an "impedance anomaly" discovered. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).